Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple air bubbles present throughout the infusion set tubing. Customer's blood glucose level was 289 mg/dl. Reportedly, customer successfully primed out the air bubbles.